Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to an open connection between the positive tinsel wire and lug of the speaker assembly. The customer received a replacement device. (B)(4).

Event description:
Physio-control was attempting to perform a technical service update (tsu) on a customer's device, however the device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.